Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "do not feel safe to continue with this product in the body", "constant pain and burning", capsular contracture baker grade iii, "fatigue, and vertigo."

Event description:
Patient reported "do not feel safe to continue with this product in the body" due to the recall and "constant pain and burning." Healthcare professional reported capsular contracture, baker grade iii, "fatigue, and vertigo." The device remains implanted. This represents the left side.

Event description:
Patient reported "do not feel safe to continue with this product in the body" due to the recall and "constant pain and burning." Healthcare professional reported capsular contracture, baker grade iii, "fatigue, and vertigo." The device remains implanted. This represents the left side. Patient representative reported "capsular contracture baker grade iii and IV."